Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap hernia repair. According to the reporter: tip of visiport failed during initial application. The end broke off into 2 separate pieces. Pieces were retrieved from surgical wound. It was unknown if there was any bleeding in excess of 250cc, if the case was extended by more than 30 minutes or if any tissue damage or unanticipated tissue loss occurred. No patient injury was reported.